Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had moisture damage on keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked belt clip slot. No cracked on display window noted.

Event description:
It was reported via phone call that the customer had a button error alarm and damage to the lower right of the display. Customer states the up arrow cannot be pushed and the reservoir window and display have cracks. The insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.